Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet after being disconnected from the system for approximately one hour during a shower and then reconnecting, with a peak blood glucose of 378 mg/dl reported during the call and an additional report of 358 mg/dl, with values above 180 mg/dl for a couple of hours and device alerts for sustained hyperglycemia. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no back-up therapy use, no ketone testing, and no need for assistance. Investigation included device-use troubleshooting and user education. Investigation of this case revealed that the cause of hyperglycemia was unclear, though a period of disconnection from insulin delivery was discussed as a potential contributor and no infusion set leaks or kinks were observed. It was concluded that the event was non-serious with no injury and that the device appeared to function as designed with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.